Event description:
Note: this report pertains to two spyscope ds ii catheters and a spyglass ds controller used during the same procedure. It was reported to boston scientific corporation that the two spyscope ds ii catheters and a spyglass ds controller were used in the common bile duct during a cholangioscopy for indeterminate stricture procedure performed on (B)(6) 2022. During the procedure, it was noted that the fan on the spyglass ds controller runs at the maximum speed. In addition, the light on the spyscope ds ii was intermittent. Another scope was opened however, same problem occurred. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore the unique identifier (UDI) #, manufacture date, and expiration date are unknown. (B)(4).